Event description:
The procedure was to treat the left superficial femoral artery (contrary to the instructions for use). The absolute stent was put down to the lesion site; however, it would not deploy. As the absolute was being removed from the sheath, outside of the patient's anatomy, the stent deployed. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood in the distal outer sheath and outer member and on the shaft and handle, consistent with the reported use. There was no saline visible. The stent implant was partially expanded distally from the distal outer sheath, for a length of 3.5 cm as reported. The distal outer sheath was retracted 4 cm proximal to the base of the tip. The handle was in a locked position. The stent implant was not between the markers. The proximal end of the stent implant was located on the stent holder 1.8 cm distal to the proximal marker band. There were two kinks in the distal outer sheath at the distal end of the outer member and 3 cm distal to the distal end of the outer member. There were multiple kinks through out the entire length of the shaft. There was no other damage noted to the sess. During functional testing, the handle was opened and the rack was retracted 4 cm proximal to the distal end of the handle. All the mechanisms were intact with no anomalies noted. An attempt was made to rotate the thumbwheel in order to deploy the stent implant, but the thumbwheel would not rotate. The kinks in the shaft were not allowing the thumbwheel to rotate. Failure to deploy and/or difficulty rotating the thumbwheel can be a result of, but not limited to, manufacturing, anatomical conditions, kinks and/or chatter marks on the shaft, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, based on the functional testing of the returned unit, it is likely that the kinks and chatter marks noted in the shaft contributed to the reported difficulty. Potential factors that can contribute shaft kink (s) include, but are not limited to, manufacturing, insufficient support during prep, patient anatomy, lesion tortuosity, or insufficient support during use. Chatter marks may possibly be the result of advancing contralateral over the common iliac to treat the superficial femoral artery (sfa) and/or applying a pulling force to the shaft. Because it was reported that the device was used to treat the left superficial femoral artery, it should be noted that the indications for use as listed in the absolute 35 instruction for use (IFU) states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it can not be determined if the off-label use contributed to the reported deployment difficulties. Review of the lot history record found no associated nonconforming material records, indicating all lot release testing met specification. Additionally, there have been no other incidents reported for this lot. There is no indication of a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.